Manufacturer narrative:
Na

Event description:
Product issue has been reported with our treatment planning system for dicom contoured images used with third party software. Z-coordinates are lost due to a software error in cases where the generation of a 3d volume fails. The software itself shows a correct behavior as the positioning of contours is based on an add'l dicom rt structure data set. The hazard arises when the generated dicom data set is transferred to a planning system used to create final treatment plan. There was no reported injury associated with this incident. A similar event was reported from another site and was reported to the FDA (2910081-2004-00001). Upon re-eval of this complaint, it has been determined that a second site was referenced in the original complaint file. As a result, a second MDR (2910081-2007-00012) has been reported to the FDA.